Event description:
The customer reported having low glucose and being treated by the paramedics. The blood glucose reading at time of the call was 48 mg/dl. Troubleshooting was performed. The customer stated that his blood glucose dropped to 20 mg/dl, and he was fine after treated with an insulin drip. The programming in the insulin pump was correct. The customer stated that the insulin pump was exposed to a high magnetic field. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs.